Event description:
The customer reported that the telemetry device does not produce sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer reported that the telemetry device does not produce sound. The device was not in use on a patient at the time of event, there was no adverse event reported.